Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 091974: (B)(4) stems manufactured and released on 09/18/2009. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar issue. On 03/27/2015 it was communicated that no items will be returned back. Clinical eval performed on (B)(4) 2015 by the medical affairs: the femoral stem shows very evident signs of proximal loosening. There are no indications as to the pattern followed for this evolution to take place. However, from the cortical thickening in correspondence with the distal part of the stem, we can assume that his mechanical condition has been going on for several months. No particular comments as to stem positioning can be made. There are no significant evidences of stem malpositioning. There are no info on the postoperative protocol: sometimes these occurrences correspond with a rather too-early postoperative rehabilitation program, but there is no final correlation. I can see no reason to investigate or take action from medacta side.

Manufacturer narrative:
On 06/17/2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On 06/24/2015, the report was sent to the initial reporter and the case was closed.